Manufacturer narrative:
We have contacted the initial reporter to request add'l info. Device was reported to have been discarded at the user facility, therefore, no device evaluation possible. This MDR includes all; pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
In 2009 - pt underwent laparoscopic hernia repair. Approx one week after implant, pt returned with infected mesh requiring removal.